Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Visual examination of the returned product identified the device has fractured at the taper lip and spherical radius. There are black marks on the lip and inside of the taper of the device. The item was sent for fracture analysis, the returned device was reviewed with visual examination and optical microscopy. Examination of the fractured head images shows potentially asymmetric metal transfer marks within the taper as well as metal transfer marks around the opening of the taper. The shape of the fracture surface (narrow near the taper and blooms outward) suggests fracture initiation in the taper region. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Ceramic head may have been hit in incorrect position on stem neck. However, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: item name# ringloc bipolar vit e 28x51mm; item#30302851; lot# 66273232. G2- japan. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the ceramic head cracked while being inserted into the liner. However, the surgery was successfully completed using another product of the same standard. No fragments from the broken device remained in the patient. Attempts have been made and all additional information received has been included in this report.